Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the lead insulation was abraded at 21.5 to 22.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction with another implantable device. (B)(4).